Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the anemia could not be determined since product was not returned and insufficient clinical details were provided.

Event description:
It was reported in the long-term outcome and quality indicator (loqi) that a (B)(6) year old male was implanted with impella cp for support during high risk cardiac procedure. It was reported that after the procedure, the patient had worsening anemia with symptoms of lethargy and decreasing hemoglobin. The patient was transfused 1 unit red blood cells with an appropriate response and their appearance improved. The patient was awake and alert without acute distress. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.